Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the scanner experienced frequent disconnections and reconnections, which hindered the ability to scan medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a configuration issue. A technical support specialist disabled the power save to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.